Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor. The evaluation did not indicate any device malfunction in the as received condition. There was no indication of a gel leak. Based on the available information from the distributor, which includes the incident file and the equipment evaluation report, there is no indication of a device malfunction contributing to the reported problem. The evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. There is no indication of a device malfunction causing or contributing to the reported rash. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The patient alleged a gel leak from the rear therapy electrodes (tes) which caused his skin to burn. The patient consulted his nurse who advised to get an over the counter medication. Follow-up indicated that the rash was better but still present and no longer bothering him.